Manufacturer narrative:
A getinge field service technician was onsite for investigation of the device and replaced the potentiometer and the motor control board. Further investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that the error message: "ad conv" was displayed on the hl 20 main pump and the hl20 has problem with the rotary knob. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india during routine check. It was reported that the error message: "ad conv" was displayed on the hl 20 main pump and the hl20 has a problem with the rotary knob. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. A getinge field service technician (fst) was sent for investigation and repair. The motor control board and the rotary knob were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However, the failure was assessed by the getinge life cycle engineering on 2023-09-14. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore, the most probable root cause was determined as a defective component in the motor control board. In addition, based on the age of the device (older than 10 years) age related aspects can be considered as well. The defective rotary knob can be linked to the following most probable root causes according to the hl20 risk management file: housing damaged because of: - mechanical impact (e.g. Pushing forces) - rough handling (roll against door, from or against step) - operation/ transport/ storage under wrong (environmental) conditions - wrong cleaning/ disinfection process and/ or substance - aging of material the review of the non-conformities has been performed on 2025-07-01 for the period of 2015-01-22 to 2025-05-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-01-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failures "error message: ad conv and rotary knob defective" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.